Event description:
The pt reported he was no longer receiving stimulation and was unable to communicate with or charge his ipg. Also, the pt is receiving an ipg comm error 2501 message from his pt programmer. The pt indicated he had not charged his ipg in approximately 3 months. Follow-up information indicated the pt plans to consult with his physician regarding undergoing surgical intervention at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.